Event description:
Per end user very upset this is the 2nd compressor he has had that made loud noises and no air will come through tubing. Dealer is coming to pick up machine today (B)(4) 2013 to repair. Consumer can not wait for repair, consumer alleges if he doesn't have machine he will have to go to the hospital . Consumer had ended up in the hospital before because machine had broken.